Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a stent would not open during a procedure. No harm to the patient.

Manufacturer narrative:
Engineering analysis: the returned device was removed from the bio-hazard bag and disinfected. Upon initial inspection the stent was still in its original position and firmly crimped to the balloon. The balloon cones were inspected to determine if the balloon had been ruptured. No rupture was noticed under 20 x magnifications. The catheter was then prepped per the instruction for use and pressurized. The balloon began to leak at the area of the proximal balloon cone immediately. Under further examination the balloon had a horizontal tear approximately 1mm in length. This is considered a gross leak as the balloon would not hold pressure at all. If this tear had occurred during the manufacturing of the device the final step in manufacturing (stent crimping) would have detected this gross leak. The complaint indicates that there were multiple stents, coils and endo-grafts already in place. The details provided also show that the stent graft was placed trans-brachial easily via a 7 french sheath and there was no deployment of the balloon but a pressure loss was noticed. The pressure loss that was noticed suggests that the balloon was able to maintain pressure until the balloon failed. It is not known how the balloon had ruptured but the complexity and nature of the procedure suggests that the balloon may have been ruptured on one of the multiple devices already in place. A review of the data collected during the process of creating the balloon of the catheter indicates that the lowest burst pressure of 20 samples tested was 20.48atm with an average burst value of 22atm. This testing is conducted after 5 full cycles of the balloon being inflated to the rated burst pressure of 12atm and then deflated (fatigue testing). The details also indicate that when the balloons were burst tested the failure mode was that all balloons ruptured with longitudinal tears. No horizontal or radial tears were observed during this testing. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm); manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. During this lot qualification testing none of the balloons ruptured in a radial fashion and all samples burst with a value of no less than 20.48atm conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: if a balloon ruptures during a procedure it will not inflate properly and the stent will not be deployed as intended. This may cause harm and injury if the stent is partially deployed and may be the cause of a delay in treatment and increase the patient's operative risk by subjecting them to additional medical or surgical intervention. Causes of balloon rupture in these cases include contact with the graft, angle of the target and disease state of the target. The instructions for use states as a contradiction the use of the icast in non-compliant obstructions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilation sufficiently to allow passage of the delivery catheter.